Event description:
Medtronic received a report that while treating the already coiled left anterior choroidal artery aneurysm, the physician decided to deploy this ped shield fd from left m1 to ica below aneurysm. Initial distal deployment and aneurysm coverage were very good & proper distal wall opposition was achieved till left ophthalmic segment. But this ped was not opening in the proximal section and wall opposing adequately just after ophthalmic bend. Physician decided to resheath this ped and while doing so, it might have been kinked/twisted. So he decided to take this ped out along with phenom-27 microcatheter and deployed ped2-350-20 size to finish off the procedure successfully. Unfortunately while cleaning the table after the procedure,the fd was lost by mistake while pulling out the pusher wire from phenom-27 microcatheter. The pipeline was not used for an indication that is not approved (off-label). The pipeline and any accessory devices were prepared as indicated in the IFU. The proximal section of the pipeline was positioned in a bend. More than 50% of the pipeline was deployed when it failed to open. The device was resheathed "less than or equal to two times." No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. It was also reported that the catheter was flushed as indicated in the IFU. Angiographic result post procedure showed immediate stasis was started in the aneurysm.  The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the left anterior choroidal artery aneurysm with a max diameter of 2.6mm and a 1.9mm neck diameter. Landing zone was 1.92mm on the distal side and 3.81mm on the proximal side. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. Access vessel was the left ica with a diameter of 5.9mm.  Ancillary devices include a phenom-27 microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box, within an opened pipeline flex outer carton ((B)(6)), and within an opened pipeline flex inner pouch. Visual inspection/damage location details: the pipeline flex embolization device was returned within the phenom 27 catheter. The p ipeline flex pusher was found extending out from within the phenom 27 catheter hub for ~196.0cm. The pipeline flex braid was found stuck at the catheter hub. No bends or kinks were found with the catheter body. The catheter distal tip was found in good condition. An attempt was made to pull the pipeline flex embolization device out from within the phenom 27 catheter; however, was found stuck. The phenom 27 catheter was dissected, and the pusher and braid removed. During removal, the pipeline flex pusher proximal bumper, resheathing pad, resheathing marker, distal marker, sleeves and tip coil detached from the distal core wire. The distal marker, sleeves and tip coil were recovered. The phenom 27 catheter was observed to be occluded with dried blood. Dried blood was found within the pipeline flex braid. The braid proximal end was found open, but damaged (frayed). The braid distal end was found open, but damaged. It is likely some damage occurred upon removal from the phenom 27 catheter. No bends or kinks were found with the pipeline flex pusher. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open proximal¿ report could not be confirmed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to an atomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. In this event, it is likely the placement of the braid in a vessel bend contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.